Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Representative called in to ask about rv lead monitoring episode. After reviewing a few recordings it appeared there could be possible noise on the rv and far field channels. One recording showed large over-saturated far field signals. Advised representative to perform isometrics to try possibly recreating situation and questioning patient to determine any emi sources. Patient did not remember using any sources of emi. There was some slight noise recreated with arm movement. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.